Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "after the catheter inserted into the patient, the pump frequent alarms high pressure". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc inflation driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The central lumen was noted kinked at approximately 5.2cm from the distal tip. The outer lumen was noted damaged, consistent with being crushed/pinched at approximately 31cm to 40cm from the distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately de-tected from the iabc bladder membrane at approximately 5.2cm from the distal tip. The leak site was consistent with contact from a sharp object; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approxi-mately 5.2cm; which is the location of the previously noted kink. The guidewire was able to ad-vance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manu-facturing specifications prior to release. The reported complaint for "the pump frequent alarms high pressure" is confirmed. Upon return, various damages were noted to the iab catheter. A leak, consistent with contact from a sharp object was noted on the bladder membrane. Additionally, the outer lumen was noted damaged, consistent with being crushed/ pinched. Due to the returned state of the device, it could not be confidently determined what initially caused the complaint. Based on a review of the device histo-ry record (DHR), the product met specification upon release; however, specifications were not met during the investigation due to the bladder leak and the damaged outer lumen. The root cause of the complaint is undetermined. This will be monitored for any developing trends.

Event description:
It was reported "after the catheter inserted into the patient, the pump frequent alarms high pressure". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".